Manufacturer narrative:
(B)(4). Sample evaluation: the device evaluation could not confirm the reported issue. Visual and functional tests that were performed revealed nothing that could have caused or contributed to the reported condition. The device had met product specification related to the reported problem and it was fully tested and calibrated during the evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that there was a burning smell coming from the homechoice (hc) device when the home patient (hp) turned it off. This occurred after use so the hp was no longer connected. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection of the device did not show any issues. The device was functionally tested and the issue was confirmed. The source of the burning smell was from a faulty power supply. The power supply was changed during evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The visual inspection of the device included an inspection of the base housing and the cover housing which did not show any signs of smoke or burning smell. There was also an electrical safety test that was performed and the device passed along with accuracy testing and a simulation of therapy that was performed. The reported issue could not be confirmed and the cause could not be determined. The device was sent for servicing. Should additional relevant information become available, a follow up medwatch will be submitted.